Manufacturer narrative:
Upon completion of the investigation it was noted that the device history record of product code 91-4200, lot clgcm1; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on (B)(6) 2010. Expiry date: november 30th, 2011. Data were extracted from the pump at receipt. A pump interrogation confirmed the ¿low battery¿ and ¿dead battery¿ alarm flag. R&d comments: the pump was on stop infusion mode. The maximal flow rate (qmax), valve on time and compensation value are conform to the specifications. Eol (end of life) alarm is present (battery low alarm). Eol shutdown is present (battery dead alarm). All parameters of dosage program were confirmed correct. Based on bir history we concluded that the pump has firstly activated the battery low alarm and after the battery dead alarm, probably due to pump temperature. The bir frequency of bir measurement was analyzed: and it was confirmed that the bir was performed every 1 day. Visual inspection. The pump was returned as follows: 4 suture loops, approx. 25 punctures were observed on the filling septum, 2 punctures was observed on the bolus septum. The medstream pump was steam decontaminated. Investigation of electronic part of the pump: after the butane was removed from the butane chamber, the top cover of the pump was carefully machined to access the electronic part of the pump. Visual inspection of electronic chamber: a small chip was observed on the pcb, but it was probably detached from the cover's machining. The battery voltage was measured after the top cover removing, with the battery still connected to the pcb, and this value was equal to 0.95 volts. This low battery tension was probably due to a short-circuit, caused by the small chip observed on the pcb. To test the abnormal pump consumption, the pcb consumption of this pump was analyzed. To perform this test the small chip observed on the pcb was removed. The measurements were performed with an external voltage of 3.55 volts. Current measured for (B)(4). 368.a. Discussion: it was observed that the measure of the electric current of (B)(4)) is much higher than 20.a, which is the required value. The investigations showed that the root cause of this low battery level is an abnormal consumption of the pump pcb. This abnormally high consumption may be due to two possible reasons: a small chip somewhere on the pcb (not observed during visual inspection) or a defective electronic component, these however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
Implantation: (B)(6) 2010, explantation: (B)(6) 2015. The pump gave a low battery alert. They didn't contact the sales rep nor the company, they replace the pump by a syncromed ii 20ml. Short info by phone on oct. 2nd further information on oct. 5th.